Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient's blood glucose (bg) reading was over 600 mg/dl with nausea, vomiting, confusion, extreme thirst and excessive urination. It was reported that the patient was treated with insertion site change, insulin via pump, insulin via injection and intravenous fluids by medical personnel at the hospital. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the event with the reporter. No information was provided regarding basal and bolus deliveries. Review of potential causes for bg issues revealed that the patient was miscounting carbohydrates, failed to bolus, calculated dosage incorrectly, dehydrated not as a result of the bg excursion, and there was nutrition regiment change. The reporter stated that they have lost confidence with the pump and insisted that the device be replaced. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump malfunction of unknown nature.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/setting issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed that the total daily delivery added up correctly and reflected the user¿s programmed basal rates. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. A blood glucose bolus calculation and a carbohydrate bolus calculation were performed manually and they matched the pump calculated bolus units.